Manufacturer narrative:
Date of procedure is estimated as (B)(6) 2022. The UDI number is ¿ni¿ as the catalog number was not provided. The device was not returned for analysis. A review of the lot history record and a similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that the distal sheath was restricted or entrapped within the anatomy causing the stent to move during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties (stent jumped) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that during deployment of the supera self expanding stent (ses), the stent jumps but is deployed in the target lesion. There are no adverse patient effects and no clinically significant delay in the procedure.